Event description:
Information received indicates the loss of battery backup power.

Manufacturer narrative:
The hill-rom technician found the battery would not hold a charge. The technician replaced the battery to repair the bed.